Event description:
It was reported that 11 days following a coronary artery drug eluting stenting procedure the pt experienced target vessel reintervention (tvr). A taxus stent of unk size was placed in the proximal right coronary artery (prox. Rca) and plain old balloon angioplasty (poba) was performed in an unk cass site. It was reportd 11 days following this procedure a proximal edge dissection and in-stent re-stenosis of the prox. Rca was discovered and treated with placement of taxus express2 8.8% 3.0 x 8mm drug eluting stent. The pt was discharged 1 day post procedure receiving asa and plavix. The pt was enrolled in the clinical study in november 2005. The site reported that 199 days later the pt required tvr for proximal edge stenosis and focal in-stent stenosis. The dr performed plain old balloon angioplasty (poba) and used a cutting balloon in the prox . Rca to treat the condition. The pt was discharged from the hosp one day post tvr. In the opinion of the dr the relationship of the tvr to the taxus stent is probable. Same pt as MDR#6000089-2005-10958.

Event description:
It was further reported that the taxus stent placed in the proximal rca was 3.0x16mm and plain old balloon angioplasty was done in the 1st obtuse marginal. The pt underwent cardiac catheterization for evaluation of unstable angina symptoms. Angiomax was administered. The 6-french-4 curve right judkins guiding catheter was used with a choice floppy wire. The wire was derected initially down the marginal branch. A 2.5mm balloon was used to carry out several inflations which converted the severe stenosis to a more moderate stenosis of 35-40%. The vessel was small in caliber. The balloon and guide wire were withdrawn back into the guiding catheter. The guiding catheter was directed into the native rca. The physician crossed the proximal stenosis and balloon dilated and deployed a 3.0x16mm taxus express2 drug eluting stent at 18 atmospheres in the proximal rca. The angiogram then showed 100% patency of the proximal rca filling the multiple right ventricular marginal and apical branches. The distal rca remained occluded. The isolated segment of the rca then had been reperfused.